Event description:
Country of complaint: (B)(6). Surgical procedure: plif to l4 - l5. After putting in place pedicle screws (all sw774t), rods (sw676t), and set screws (sw790t), the surgeon started tightening the set screws, using a counter-torque handle (fw178r) and a torque wrench (fw170r). When tightening, the surgeon became aware that he was not able to achieve proper torque value to one of the set screw. According to the surgeon, he felt the torque wrench did not exert torque against this set screw. As a result, due to possible widening of the tulip of the polyaxial head, he decided to replace the polyaxial screw, and the set screw as well. With the replacements, the procedure was finished. There was extended time of 15 minutes or more due to this event.

Manufacturer narrative:
Evaluation is on-going at the manufacturing site; however, device history records of all three components (lot 51879340;51906552; 51886194) were found to be according to the specification valid at the time of production. No deviation could be found. One polyaxial screw and two set screws were received as complaint samples. The two involved components sw790t (51906552 and 51886194) the instruments used (counter-torque handle and torque wrench) are not available.